Manufacturer narrative:
H3 other text : unknown disposition.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval valve size 21 was implanted in a patient. Reportedly, the valve was explanted intra-operatively since pvl was noted. No further information is available at this time.

Manufacturer narrative:
The manufacturer attempted to retrieve further information regarding this event, but no further information has been provided despite manufacturer's multiple attempts of follow up. The manufacturing and material records for the perceval heart valve and stent, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since limited information is available and the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.